Event description:
It was reported that pump displayed recurring malfunction alarm code 9. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. Customer planned to use multiple daily injections as backup insulin therapy. Technical support arranged shipment of replacement.